Event description:
Abdominal aortic aneurysm was large and bulbous in shape. Although the aneurysm did not extend into the iliac arteries the vessels were very large. After positioning and deploying the main body graft, the physician attempted to remove the block trigger-wire release mechanism in order to deploy the suprarenal stent. After removing the "thrumb" screw, the physician had considerable resistance in removing the wire. Repeated attempts yielded about 20 millimeters of wire. Multiple attempts were made to release the top cap covering the suprarenal stent. Subsequent attempts resulted in the inner cannula bending and the graft "crunching up" inside the delivery system. Persistent tugging on the wire over a period of time resulted in the release of the wire out of the delivery system. Main body graft was positioned, suprarenal stent was released, and procedure was completed without further incident. Final angiogram noted good position of the graft within the aorta. No endoleaks were noted at the conclusion angiogram.